Event description:
Caller reported experiencing a cartridge alarm 31 multiple times, and there was no adverse impact to the customer's blood glucose level. Despite repeated attempts to resolve the issue by reloading or changing the cartridge and rebooting the pump, the problem persisted. Consequently, technical support decided to replace the pump, and the caller expressed interest in obtaining an out-of-warranty loaner pump.